Event description:
It was reported that the camera is getting hot lately and after a while it bothers the doctor because of the heat. This is not common in the cameras. No patient injury reported.

Manufacturer narrative:
Investigator evaluated the returned device. The camera head passed functional testing and 6 hour burn-in inside video tower. All functions perform as expected. The complaint of overheating could not be duplicated during the functional testing process. Factors that could have contributed to the reported event include excess heat generation from camera head electrical components. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended a visual inspection was performed on the exterior of the product and no physical damage was observed.